Event description:
A customer reported an occlusion alarm from their pump, although the specific alarm number could not be verified. The customer's blood glucose level was 200-300 mg/dl. Customer changed cartridge and infusion set to resolve the issue.